Manufacturer narrative:
The customer-reported issue of high fill volumes was not confirmed, nor was it reproduced during investigation testing. The root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited high fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited high fill volumes while supporting the patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.